Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device display started blinking on and off. In this state defibrillation therapy may not be available to the patient if needed. The customer advised that when the 12 lead button was pressed the display on their device blinked on and off. The device was being used to monitor the patient. After the event when testing their device they observed that the device failed the user test and the service indicator was illuminated and the device display began blinking. In addition the device logged a potentially critical event code that is indicative of a device lockup. This issue is patient related; however the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and verified the reported issue. It was also observed that intermittently the device would boot to a white screen. Physio determined that the single board computer of the system pcb assembly was inoperative.

Event description:
The customer contacted physio-control to report that during a patient event their device display started blinking on and off. In this state defibrillation therapy may not be available to the patient if needed. The customer advised that when the 12 lead button was pressed the display on their device blinked on and off. The device was being used to monitor the patient. After the event when testing their device they observed that the device failed the user test and the service indicator was illuminated and the device display began blinking. In addition the device logged a potentially critical event code that is indicative of a device lockup. This issue is patient related; however the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.